Manufacturer narrative:
It was reported that the ventilator failed pre-use check. According to information from our field service engineer, the customer canceled the service as they were able to identify the leakage and solve it on their own. It is unknown what kind of failure occurred during the pre-use check or how they solved the problem. Therefore, no root cause can be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).